Manufacturer narrative:
This report is submitted on june 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to need of MRI imaging. It is unknown if there are plans to reimplant the patient as of the date of this report.